Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter during a laparoscopic hernia repair the balloon was used to dissect the plane, however the balloon broke. It was also reported that all fragments of the balloon were recovered. No patient injury or adverse reported.